Event description:
Customer reported issues with extensive scratches on the pump housing and screen, along with a time lag of 5-7 minutes despite resetting the device every six months. There was no adverse impact on the customer¿s blood glucose level. The customer declined troubleshooting as the pump was out of warranty and in the process of renewal; no further information was obtained, and no additional actions were taken by the customer or technical support.